Manufacturer narrative:
The device was not returned to essential medical for investigation purposes. It was determined that the heavy pulsatile flow and hematoma formation was caused due to a hemostasis failure because the manta implant was deployed in the tissue tract. It is inconclusive the cause of how the manta implant was deployed in the tissue tract. The risk of failing hemostasis and access site complications leading to surgical intervention is written in the IFU. Risk documentation was reviewed and this incident is a known risk. The document history record was reviewed and no non-conformities related to this event were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists access site complications leading to bleeding and hematoma as possibly requiring surgical repair. An investigation has been opened to review device history record, risk documentation, and case imaging which has been requested.

Event description:
A (B)(6) male patient with a bmi of 40 underwent a tavr procedure on (B)(6) 2019. Manta 18f vascular closure device was used for closure of the femoral artery access site. The patient had an act of 112 at the time of closure. It was reported that following deployment of manta a heavy pulsatile flow was seen. An angiogram was performed, and manual pressure was applied for 30 minutes. Following the manual pressure, the patient was undraped and a large hematoma was seen. At this point the physician elected to perform a surgical cut down and it was discovered that manta had been deployed in the tissue tract. Manta was explanted and the vessel was surgically repaired. The patient was said to be "fine" and was transported from surgery.